Event description:
End user alleged that the onboard charger is faulty and not charging the scooter battery. End user also stated that when scooter is first turned on, scooter shows full charge and then scooter suddenly stops while in use.